Event description:
On (B)(6) 2012, the underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring gore c3 delivery system. The device was advanced outside the sheath and a slow deployment method was used to perform a dual chimney technique with gore viabahn endoprostheses. Post deployment of all devices, it was noted that the leading olive from the c3 delivery catheter (wire still attached) was still inside the pt. The olive and wire were snared, and the procedure was concluded without consequence. The pt tolerated the procedure fine.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The device delivery catheter was returned to gore and a engineering evaluation is being conducted.